Event description:
The customer reported via telephone call that the insulin pump was submerged in water and lost power while the customer is in vietnam. The blood glucose reading was 100 mg/dl. The customer was unable to check the alarm history. The customer stated that the insulin pump had been exposed to moisture in the past with no moisture visible in the insulin pump. The customer discontinued use of the insulin pump and planned to call back after speaking to his mission leader regarding having the insulin pump sent globally.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The unit had moisture damage on motor. The unit had cracked reservoir tube window, reservoir tube lip, belt clip slot at battery tube threads area and battery tube threads.